Event description:
Ous MDR- after an implantation period of approximately 6 weeks atrial impedance values > 2500 ohms were reported. A few days later, the same phenomenon was observed in the ventricular channel. During the following revision procedure, connections of the lead were checked and found to be ok. As impedance values were again increased after several de-/re-connections of the lead, it was decided to replace the pacemaker. Following this exchange, all measurements were ok.

Manufacturer narrative:
The pacemaker was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content confirmed the clinical observation. In the atrium, a lead impedance of >2500 ohm was found already on the day of the implantation; in the ventricle, a lead impedance >2500 ohm was first measured on (B)(6) 2017. Further examination of the pacemaker memory excerpt did not show any anomalies that could indicate a device malfunction. In a next analysis step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, the impedance measurement function of the implant was checked at various load resistances, both in unipolar and in bipolar configuration. No anomalies were found that could be related to the clinical observation. In summary, the clinical observation could be confirmed based on the device data. The cause of the clinical observation could, however, not be determined. The device was without defects during the analysis and within specifications both regarding the connection system and the electronics.